Manufacturer narrative:
On november 18, 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold measuring approximately 0.2 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received 7001379 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment.. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 19, 2020, mentor received additional information that indicated a different suspect medical device information than what was previously reported: (left) 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 7001379 sn: (B)(6) and (right) 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 7001379 sn: (B)(6). Multiple follow-ups were performed for clarification but none was received. Mentor also received information that the patient had undergone bilateral removal and replacement on october 14, 2020 with the following devices: (right) 440cc mentor memorygel breast implant catalog: smpx440 lot: 9494741 sn: (B)(6) and (left) 405cc mentor memorygel breast implant catalog: smpx405 lot: 9499928 sn: (B)(6). On november 2, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The returned devices matched the new suspect medical device information received on october 19, 2020. On november 4, 2020, received additional information that indicated that it was actually the right side device that was deflated. So, the suspect medical device was updated to (right) 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 7001379 sn: (B)(6). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who underwent breast augmentation revision with two 375cc mentor smooth round moderate profile saline breast prostheses, suffered left breast implant deflation, post-procedure. Deflation was diagnosed via visual examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.